Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as a device history record review. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this ev1000 system, there was smoke after the power cord had been plugged in. The user was not sure whether fire or sparks occurred since the power adapter had been kept inside a container, customized by hospital with the purpose of preventing saline/liquid from dropping onto the power supply. Priming of the transducer had not started yet, therefore there was no saline leakage into the adapter at that moment. It was clarified that there was no sound heard either. The nurse quickly unplugged the plug from the socket. After that, the power adapter was replaced with another one from a different ev1000 system. The ev1000m and databox were still functional, only the assembly power adapter was damaged. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product was returned to edwards r&d department in irvine to be evaluated. Samples from inside the power adapter inlet were collected and submitted for material analysis. The samples were sent to our critical care r&d lab for energy dispersive spectroscopy (eds) qualitative analysis. The material analysis performed by the critical care r&d lab identified significant amounts of sodium and chloride in the samples. The observations are consistent with what are typically observed in instances of saline ingress of the power adapter inlet, leading to arcing or short-circuiting of the power adapter. The edward¿s operators manual has warnings that states "the monitor must be positioned in an upright position to ensure ipx1 ingress protection¿ and ¿shock or fire hazard! Do not immerse the ev1000 monitor, databox or cables in any liquid solution. Do not allow any fluids to enter the instrument¿. There is a caution statement that reads ¿do not allow any liquid to come in contact with the power connector. Do not allow any liquid to penetrate connectors or openings in the case. If any liquid does come in contact with any of the above mentioned items, do not attempt to operate the platform. Disconnect power immediately and call your biomedical department or local edwards representative." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: reference: (B)(4).

Manufacturer narrative:
The device was returned to our service center in (B)(6), but in order to evaluate the device, it was requested to be sent to our r&d department in (B)(6). Upon the return of the product to irvine a supplemental report will be sent with the investigation results. There was no serial number provided, as such a device history review cannot be performed on the device.